Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported that they have exchanged the display unit with a different machine and it solved the problem.

Event description:
The customer reported that the bellavista 1000 has experienced a display issue. The customer confirmed that there was no patient involvement associated in this event.